Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9262029. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided photograph and the description of the event, our engineers have determined the root cause to be related to the use of pressurized injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. See h.10.

Event description:
It was reported that a intima-ii y 20gax1.16in prn ec slm npvc experienced kinking during use. The following was reported by the initial reporter: "on october 31, 2020, in the process of high pressure injection, the joint of y tube and white tube folded, resulting in the stop of the inspection of high pressure. The indwelling needle instruction was not applicable to the high-pressure resistance description of CT."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a intima-ii y 20gax1.16in prn ec slm npvc experienced kinking during use. The following was reported by the initial reporter: "on (B)(6) 2020, in the process of high pressure injection, the joint of y tube and white tube folded, resulting in the stop of the inspection of high pressure. The indwelling needle instruction was not applicable to the high-pressure resistance description of CT."